Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a defective screen was not confirmed. The returned system monitor, (B)(6), was evaluated. The unit was tested for several days and the reported event could not be reproduced. The system monitor, the monitor cable, and the system monitor to power module cable were functionally tested and found to operate as intended during testing. The submitted log file contained 1 day of data (dated 22feb18 ¿ 23feb18, per the time stamp). The submitted log file captured routine events. The left ventricular assist device (lvad) was operating as expected. The unit was returned to the customer's site. A root cause for the reported event was not determined through this analysis. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the records revealed the system monitor was manufactured in accordance with manufacturing and quality assurance specifications. System monitor serial number (B)(6) was shipped to the customer on 25apr2016. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev. B). If for any reason, any portion of the equipment is not functioning as usual, is broken, or there is concern with the operation of the equipment. Contact the hospital to check the equipment and order replacements, if needed (emergency contact list, patient handbook rev. A). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor displayed a message that said "systeme err rpm". The nurse stated that the screen froze with half-numbers over the usual numbers. The next morning, when the history button was pressed, the screen turned black with 3 lines of numbers on the top of the screen and the word "debugger" on the last line. The system monitor turned off for a few seconds then turned back on. After the customer rebooted the system monitor, this issue was resolved.